Manufacturer narrative:
Photos were requested of the area of the product where the child was able to elope and were provided by the parent, however they were of the functioning sheet as she had thrown out the sheet that was bunching. The parent stated they laundered the sheet correctly as per the label - machine wash gentle cycle and hang to dry. 231220m14 is the safety sheet lot number. Review of the lot records demonstrated the lot passed the required inspections. Replacement sheets have been sent. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was non-serious injury as a result of the event ("banged up" as described by parent).

Event description:
The parent stated the child was escaping from his bed because the zipper was bunching where it locks into place and the parent was not able to secure the lock. The parent was unable to use the locks provided due to the bunched up zipper causing the parts to be too far apart for the lock. The parent tried several methods to unbunch the zipper. Parent eventually threw out the bunching sheet and only used the other functioning sheet. There was non-serious injury as a result of the event ("banged up" as described by parent).